Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 34 mg/dl, 150 mg/dl. Customer also reported that she was not wearing the senor and that's why it went low. Customer was not using auto mode during low blood glucose. The insulin pump will not be returned for analysis.